Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that multiple cartridges were loose and did not stay on the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 100-120 mg/dl.